Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Male patient had initial aaa repair in 2003. One main body and two iliac leg grafts were placed. In 2006, patient underwent additional procedure. One renu converter, one iliac leg graft and one occluder were placed. At this time we do not know the exact cause of the additional procedure. Multiple attempts have been made to gain information from the facility and physician with no response.